Manufacturer narrative:
(B)(4): device not returned.

Event description:
It was reported that a stored alert for low, out of range hv lead impedance during therapy was observed. Subsequently, an alert for low, out of range pacing lead impedance and an increase in threshold were observed on the atrial lead. As a result, the system was explanted and replaced without complications.